Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Initial implant date - unknown date, (B)(6) 2011. Concomitant medical products: item # unk, glenosphere, lot # unk, item # unk, humeral tray, lot # unk, item # unk, humeral bearing, lot # unk, item # unk, glenoid baseplate, lot # unk. Event occurred in the (B)(6).

Event description:
It was reported that approximately 7 years post implantation, the patient was found to have a loose humeral stem on radiograph. The surgeon would like to proceed with a revision of the stem, but no known intervention has yet occurred. Attempts have been made and no further information has been provided.